Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed non sustained rv oversensing due to post paced t wave oversensing on the device. The patient was reported to be asymptomatic. The device was reprogrammed.